Event description:
The event is reported as: complaint was reported as the followings: "high flow nasal cannula in use on patient, resp. Care notified patient 02 stats dropped, therapist increase 02 flow-did not notice any increase in flow sounds-checked to find circuit pulled apart at elbow connection at end attached to concha column-wires exposed and no flow going to patient-neptune unit never alarmed. Account did supply a circuit from their store room that was easy to disconnect in the same way." No patient injury reported.

Manufacturer narrative:
Sample received by manufacturer, but investigation is incomplete at time of this report. A follow-up report will be sent when investigation is completed.